Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Event description:
A customer reported their AED's audible prompts are garbled and unclear. They reported this did not occur during patient use.